Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient reportedly had a heart catheter implanted. The patient's physician alleged that the lifevest compressed the patient's chest and contributed to the need for another heart catheter. Follow-up indicated that the patient was admitted in the ICU as a result of medication provided to the patient post-surgery. In addition, it was reported that the patient's ejection fraction improved and that the patient no longer needed the lifevest.